Event description:
(B)(4). No injury alleged. Malfunction alleged. MDR filed. Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is leaking. Associated malfunctions for this device: pro tank leaking.